Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the customer filled the cartridge with approximately 250 units. The customer's blood glucose (bg) level was elevated; however, the exact value was not provided. The bg level was addressed with a bolus via the pump. The customer was able to load a cartridge.